Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. The device is part of the advisory for this model. Evaluation summary for (B)(4): the device was returned and analyzed. Analysis of the device memory found the eri (elective replacement indicator) is the result of high internal battery resistance. The device is part of the field action and has tested consistent with the field action.

Event description:
It was reported that the device experienced varying battery voltage measurements from the carelink transmission. The patient has not been in the clinic yet for the software update as part of the field corrective action. It was further reported that the device had early battery depletion as the device tripped to eri (elective replacement indicator) in less than 5 years. The device was removed and replaced. No patient complications have been reported as a result of this event.

Event description:
It was reported that the device experienced varying battery voltage measurements from the carelink transmission. The patient has not been in the clinic yet for the software update as part of the field corrective action. The device is still in use. No patient complications have reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. The device is part of the advisory for this model.